Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing syncope due to ventricular fibrillation (vt). It was noted that the implantable cardioverter defibrillator exhibited undersensing during vt and therapy was not provided. Oversensing episodes were also noted on the device. The patient was treated with medication and no programming changes were made.

Event description:
New information states that the device was explanted on (B)(6) 2019 for an upgrade to biv. The patient was stable.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.